Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31 mg/dl. The bg level was addressed by the customer consuming carbohydrates (glucose tablets, orange juice, and cereal). At the time of report, the customer's bg level was 95 mg/dl. Reportedly, the bg level would lower after the customer bolused for carbohydrates. During troubleshooting with tandem's technical support, the customer may have created a 3 p.m. Setting instead of editing a 12 a.m. Setting in response to the customer's healthcare provider instructing the customer to edit profile settings. A follow up with the customer confirmed that the settings were correctly adjusted.